Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on insulin pump got stuck and unresponsive as well as insulin pump was freeze up. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that there was line in middle of screen and customer was not able to read the numbers. Customer stated that the insulin pump alarm no delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.